Event description:
It was reported that patient sustained fracture to femur and bi-polar hip arthroplasty was performed in 2003. Vital signs were reportedly unstable during the procedure and patient was initially resuscitated successfully. Following surgery, patient expired.